Event description:
It was reported that the customer had a button error alarm on the insulin pump and cannot clear it. Customer's blood glucose level was 102 mg/dl. Customer stated, the pump was in normal use and the customer was taking a shower. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional informational provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.